Event description:
During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical department with a note that stated "not working". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device patient pendant is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.